Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a sudden return of symptoms. The patient got up last night about 6 times and before that 7 times. The patient programmer (pp) was used to verify that stimulation was currently on and it was increased to 8.0. There was no trauma or fall that could be related to this issue. The issue started 2 days prior on (B)(6) 2016. The patient later reported ((B)(6) 2016) that a nurse told him that he didn¿t need to have permission to change settings. He was at 7.0v and was not getting symptom relief. Stimulation was increased to 7.3v on program 1. The patient was told to try it for 2-3 days to see if he would get any results. The patient noted that he had previously tried stimulation at 8.0 but he had burning in the scrotum area. He was told that he had it too high if it was hurting. The patient later reported ((B)(6) 2016) that he was still having the same concerns with loss of therapeutic effect and was getting up 5-6 times per night. The patient was assisted in changing from program 1 to program 2 at 6.0 and he could feel stimulation sensation. The next available appointment with the healthcare professional (hcp) was 6 weeks away; however the patient confirmed he would contact the managing hcp if the issue was not resolved. The patient later reported ((B)(6) 2016) that the symptoms were still not resolved at all. The patient was on program 2 at 5.7 and got up 7 times last night. Increasing stimulation made it uncomfortable. He tried to increase stimulation last week and it was uncomfortable when he was standing up so he decreased back down to 5.7. The patient was changed to program 3 at 5.8 and did not feel stimulation. It was noted that when the patient changed programs and tried to increase he got the screen indicating to turn stimulation on. It was reviewed that the device was working as intended. The patient later reported ((B)(6) 2016) program 3 did not provide therapeutic effect. The last 2 nights were the worst nights. He was getting up going to the bathroom. He tried increasing stimulation today and did not feel it. It was noted that he had tried programs 1 and 2 since being implant, on (B)(6) 2015, and never had therapeutic effect. The patient wanted and was assisted to change to program 4 at 4.7v, where he confirmed he felt a little tingle. The patient was going to monitor symptoms and had an appointment with the hcp on (B)(6) 2016.

Event description:
Additional information reported, the patient reported nothing changed when they were on program 1. They were on program 2 now but had no change as of yet. The symptoms were noted to definitely not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.